Event description:
It was reported that the customer suspected an issue with the internal circuit board of an hl20 two position pump for ecls. They believed either the hl20 pump base or single roller pump could be the issue. The pump soft alarms were set in the off position. Pressure channel 3 was slowing down arterial roller pump when pressure reached negative ll of -15mmhg. The setting was at -25mmhg which means it was working properly. No alarms were going off due to soft alarms being off. Maquet perfusion territory manager spoke with ecls coordinator and suggested they adjust the alarm setting or treat the pt to resolve the alarm. The customer adjusted the alarm setting. No reported pt effects. Ref: (B)(4).

Manufacturer narrative:
(B)(4). It is unclear at this time whether the customers concern is the result of a device malfunction. A supplemental medwatch will be submitted if additional information becomes available.